Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead unstable thresholds and loss of capture. The lead was reprogrammed, turned off and revised. The lead remains in use. No patient complications have been reported as a result of this event.